Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the internal event log. The device underwent stress testing, during which no faults were identified. An internal inspection, including inspection of flow screens, internal tubing, and electrical connections, revealed the flow screens were dirty which may have contributed to the reported event. The device passed calibration and system tests. The flow screens were replaced to reduce probability of reoccurrence. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.